Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to "cysts in the talus have caused talar dome loosening. " the patient currently has an infinity tibia and talus construct in situ. The surgeon has requested the infinity tibial tray be left in. The surgeon would also like to have a backup option in the event the tibial tray currently in situ does fall out. The surgeon would like the plan to assume the current infinity tray is removed intraoperatively and replaced with an inbone tibia. Again could the talus please be an invision, with a +/- for an inbone talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.